Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient did not require hospitalization. The patient was treated with vancomycin injections (2gm per 5 days, route not reported), fortum injections (1gm, once daily, route not reported), and amikacin (100mg, frequency and route not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.